Manufacturer narrative:
Unit received with unresponsive buttons due to connector unlocked on lcd board. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 223 mg/dl. Treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.